Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01219. This report is being submitted as additional information. Approximate age of device - 1 month. Manufacturer's investigation conclusion: a direct correlation between the device and the patient¿s expiration cannot be conclusively determined. The device was not returned for evaluation. Multiple attempts for additional information were sent to the customer; however, none was provided. The hm ii lvas instructions for use lists bleeding and stroke as adverse events that may be associated with the use of the hm ii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to multi-organ failure from cardiogenic shock and hemorrhagic stroke. Additional information was requested but not provided.